Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci 5 product to perform failure analysis. The assy motor module vertical axis ssc is50 was analyzed and the reported "vertical motor was replaced due to 23062 ergonomic errors" was confirmed. Visual inspection was performed and found the motor's cable connector had signs of melting, which is attributed to the reported complaint.

Event description:
It was reported that during a general surgery with the da vinci 5 system, the console kept displaying ergonomic messages and faulting, which prompted the operating room staff to request a check of the console. The surgeon was able to continue with the procedure robotically despite the ergonomic errors. The procedure was completed as planned with no report of patient injury.